Event description:
Per the clinic, the patient underwent revision surgery (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.